Manufacturer narrative:
Per the manufacturer's field service representative (fsr) the non-clinical activity was the user facility testing the unit during a dry run. The fsr verified the reported complaint. The fsr replaced the abd sensor and performed verification/release testing. The unit operated to the manufacturer's specification.

Event description:
It was reported that during use of the device for a non-clinical activity, the air bubble detector (abd) sensor had false alarms. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector to lab use only (luo) testing equipment. The circuit was set up, the abd was activated from the central control monitor (ccm) and the abd instantly started alarming. A luo abd was installed into the circuit, and it functioned as intended. The returned abd was put back into the circuit and again started alarming as soon as it was turned on.

Manufacturer narrative:
Per supplier evaluation, the unit was functionally tested and found to detect air at all times even with fluid filling tubing and no air passing through the sensor. The rear cover was then opened to expose internal components. It was found that the transducer did not have signal on the receiver side. The transmit signal was determined to be as expected. The transducers were tested on the impedance analyzer to determine if the solder termination between the ceramic and the transducer wire was intact. The test showed continuity from the connecter to the ceramic. The transducer was then inspected under a black light to observe the bonding adhesive. It was found that there were areas of delamination between the ceramic and transducer housing. This leaves a small air void in the detection circuit and prevents proper transmission of the acoustic energy. This could be caused by thermal or mechanical shock; the origin and mechanism of the damage could not be identified. The transducer assemblies are placed through an environmental stress screening cycle, which provides a cold and hot thermal shock and forces weak bonds to delaminate prior to final assembly and testing processes. The sensor could be reworked by replacing the transducer. Although the damage had indeterminable origins, introducing a new transducer may contain stronger electrical energy to drive a better functional final testing conclusion as well as enhance the accuracy, safety, and efficiency of the air sensor. There is a possibility that the initial transducer was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.